Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the coronary diagnosis procedure was completed by moving the patient in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system froze and then it did not boot back up. Review of system log file confirmed the reported problem. Upon functional testing fse backup drive was not accessible causing the system to freeze on boot up. To resolve the issue fse performed ran check disk on backup drive and created new ghost backup image. After this the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system froze and then it did not boot back up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.